Event description:
It was reported a hemothorax occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, it was noted the transseptal guidewire was not visible after crossing the septum. The physician corrected their position and ultimately crossed the septum correctly. No complications were observed at the time of incident. The 27mm watchman device was implanted with no issues. Later in the day, the patient experienced a hemothorax. A chest tube was placed and a blood transfusion was performed. It was noted that the bleeding occurred due to the first transseptal crossing attempt. The following day the patient was transferred out of the intensive care unit and was expected to make a full recovery.